Event description:
A report was received that the patient had her precision system explanted due to chronic pocket pain. The physician chose to explant the entire system as opposed to revising the pocket site per the patient's request. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-50 (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.